Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported an air flow fault. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician reseated the cable of the air flow sensor to address the reported problem. The unit successfully passed required performance verification tests.